Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that was completely dark. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer noted that the customer's v60 ventilator had a screen that was completely dark. A service engineer (se) reported that the user interface assembly was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use.